Event description:
It was reported by the wife that a patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. After the procedure, the patient experienced pain and difficulty walking. The patient went back to the hospital on (B)(6) 2012 for pain. No diagnosis was made at that time. The incision site did not heal and was left alone for 26 days. On (B)(6) 2014, the patient went back for exploratory surgery for pain and to find the mesh. The surgeon could only find the plug part of the mesh. The surgeon told the patient's wife that the mesh may have migrated. The patient would like to have the mesh removed if possible but is waiting to see what the surgeon says. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.